Event description:
It was reported, that this right atrial (ra) lead exhibited noise. Additionally, ra pacing inhibition was observed, due to noise on the rv lead. Which, reset the v-a timing and prevented atrial pacing. The patient was atrial dependent. However, there were no reported patient symptoms. This product remains implanted and in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).